Manufacturer narrative:
Core lab review of imaging from 32 months post index procedure identified stent fracture and stent ring enlargement on stent graft v (B)(6). Core lab review of imaging from 44 months post index procedure identified a type iiib endoleak on stent graft (B)(6), stent fracture on stent graft (B)(6) and stent ring enlargement on stent grafts (B)(6) and (B)(6). Notes from the index procedure were received. It suggests that the two 37x31 valiant navion were implanted first. "Right groin cut down, 20f sheath via true lumen. Left renal fenestration within the dissection flap was easily cannulated. Ostium of the left renal artery was then imaged. Easily cannulation of coeliac trunk. Some difficulty advancing stent graft into fet due to angulated arch. Two 37 x 31 x 207 and one 37 x 37 x 182 valiant vnmc stent grafts deployed from fet to descending thoracic aorta landing above the coeliac trunk covering the large descending aorta dissection fenestration. Balloon molding throughout. Good flow through the stent grafts with very late retrograde filling of the false lumen." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: vnmc3731c207te, serial/lot #: (B)(6), ubd: 18-nov-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm it was reported approximately 4 years post the index procedure, follow-up CT scan revealed a type iii endoleak which seemed to be a fabric tear mid stent in the proximal 37 x 31 x 200 graft. The navion stent graft appeared to be compromised distal to the existing fet. Intervention was attempted with a 38x28x200 stent, however it failed as the new graft was unable to be implanted due to the acute angulation of the aortic arch. Per the physician the cause of the endoleak is fabric failure at the apex of the aortic arch. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.